Event description:
It was reported that the user experienced two insulin flow occlusions while using an inset infusion set (6 mm, 23 inch) with the ilet, reporting an elevated blood glucose up to 211 mg/dl each resolved only after changing the infusion set, with no abnormal findings at the sites. Customer care provided support that included assessment of infusion set performance at the point of use. Investigation of this case revealed an occlusion consistent with infusion set blockage or flow restriction that resolved after set replacement. No clinical symptoms associated with delay to treatment which resulted in hyperglycemia reported. Outcomes included shipment of replacement infusion set supplies without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was likely infusion set occlusion during use.